Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and replaced breath delivery unit (bdu) printed circuit board (pcb).

Event description:
The customer reported the ventilator lost communications. The ventilator was not on a patient at the time of the event.